Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Symptoms reported include difficulty breathing, shaky vision and chest pressure. In addition, the patient reports their urine smelled sweet. The patient was taken by ambulance to the hospital. Once at the hospital the patient was placed in the intensive care unit. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 2-3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.